Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet lost communication with the dexcom g7 continuous glucose monitor (cgm) when the user placed the ilet on a charger in a different room, resulting in signal loss to the ilet only; customer care guided the user through bluetooth troubleshooting, after which glucose readings resumed. No adverse clinical symptoms reported. Outcomes included restoration of continuous glucose data without alerts or alarms and no need for medical intervention. User support included remote troubleshooting and device re-pairing steps to assess connectivity. Investigation of this case revealed a transient communication interruption consistent with loss of bluetooth connection between the cgm and the ilet, which resolved after re-pairing. It was concluded, based on previously established findings for similar reports, that the cause was user environment and connectivity factors leading to temporary signal loss.